Event description:
(B)(4). Essure had caused me chronic pain in my fallopian tubes and pelvic area. It would be so severe at times that I couldn't even move. I suffered from headaches daily, brain fog, irritability, back pain, restless leg syndrome, swelling of my eyes to the point they barely opened due to a nickel allergy. I also suffered from severe bleeding after intercourse.